Event description:
It was reported by the affiliate during an unknown procedure that the distal part of the staple line was not stapled at the first firing. It was completed by add'l suture. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.